Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented with presyncope. The device was interrogated and loss of capture was observed on the right ventricular (rv) lead. The device was reprogrammed prior to the revision surgery. The rv lead was capped and replaced in order to resolve the event. The patient's condition was stable following the procedure.